Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The incident occurred in (B)(6).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rotatable oval snare was intended for use during a colonoscopy procedure. According to the complainant, during preparation, the device wire broke as soon as it was opened. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.